Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. Additionally, the low amplitude was also noted. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Troubleshooting options were performed. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.

Manufacturer narrative:
This electrode was returned to boston scientific for analysis, the electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not progress into the electrode insulation. This electrode passed all returned product testing; however, boston scientific has initiated an investigation into the benign crack in the polycin vorite notch area next to the sense b electrode, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. Additionally, the low amplitude was also noted. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Troubleshooting options were performed. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. Additionally, the low amplitude was also noted. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Troubleshooting options were performed. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.